Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A visual inspection was performed and cuts were noted along edge of cassette sheeting weld, located on the lower right corner of cassette. A leak test was performed with leaks noted from the cuts along edge of cassette sheeting weld. Clear passage testing was performed on the device with no issues noted. The reported problem was identified through a sample evaluation and the cause was determined to be a puncture or tear in the cassette sheeting. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a leak in a cassette during use by a home patient (hp) while performing peritoneal dialysis (pd) therapy. The leak occurred where ¿the lower right positioner is.¿ the leaking begins when pd therapy is done and the patient presses "go" for the last time to get the "turn me off" statement on the cycler. There was no patient injury, medical intervention, or adverse reaction indicated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.